Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19), during the load sequence. There was no impact to customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.